Event description:
It was reported that angina and in-stent restenosis occurred. In (B)(6) 2013, a promus element plus stent was implanted in the obtuse marginal artery. In (B)(6) 2013, the patient experienced new onset anginal pectoris/unstable angina. Coronary angiography was performed. Vascular access was obtained via the right femoral artery. The left main stem artery was engaged selectively using a jl 3.5 coronary guiding catheter. A non bsc guide wire was steered into the distal segment of the major obtuse marginal (om) artery. Predilation of the in-stent restenotic segment was performed using a 2.5 x 20mm emerge balloon catheter. The balloon was inflated up to 8 atms with restoration of antegrade flow and significant recoil. The proximal om! Was stented with a 2.5 x 22mm non-bsc stent was deployed and post dilated at 12 atms. Following post dilatation, coronary angiography revealed excellent results with no residual stenosis, no vasospasm or dissection and no distal embolization. There is timi 3 flow into the major obtuse marginal artery and distal branches. No patient complications were reported.

Manufacturer narrative:
If implanted, give date: (B)(6) 2013. Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis.  The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).